Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 411 mg/dl and low blood glucose value was 47 mg/dl. The customer¿s other blood glucose were 153 mg/dl, 103 mg/dl, 106 mg/dl, 350 mg/dl and also stated blood glucose was in the range of 80 mg/dl to 250 mg/dl. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.